Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the forceps cover had no adhesive (ke45) was observed. There was no patient involvement.